Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on the ventricular lead. Patient did not receive any therapy during the oversensing. Programming changes were made.